Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging a ¿high/low range indicator issue.¿ the reporter alleged obtaining a blood glucose result of ¿7.9 mmol/l¿ and claimed it was incorrectly ¿appearing within range (green).¿ this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.